Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 429688 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported by the patient that they suspected a device malfunction because, they received a shock while cleaning a stain off their shirt. The patient stated that they were rubbing the shirt vigorously with a moistened cotton wash cloth and experienced a loud "bang" followed by a warm feeling in their arm and leg joints. The patient stated that they were not affected in any other way and indicated that the remote monitoring transmission revealed the reason for the shock episode was a fast heart rhythm. Follow-up was attempted; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.